Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s healthcare provider had a hard time getting the wires in the day before the report. The patient stated they went 2 times the night before and that wasn¿t normal. The patient reported they felt they might have to use the restroom but doesn¿t have to. The patient stated their back side was sore from trying to place leads multiple times, and their right leg was sore as well. The patient noted that things were much better. The patient didn¿t want to lower stim as they were on the left lead and the right leg was sore. On (B)(6) 2017 the patient reported they were sore and had discomfort from stimulation in which they had to turn down. On (B)(6) 2017 the patient reported there was bad urges and it had been a bad day. The patient reported they were concerned that the leads may have moved. The patient reported they did not want to change sides as the right lead was harder to place. On (B)(6) 2017 the patient reported that the urge was high and they were going to the restroom frequently. The patient was able to adjust the stimulation as needed and the patient was better. No further complications were reported.